Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. Our field service engineer investigated the ventilator on site. The nozzle units to the air gas module and the o2 gas module were replaced and returned for further investigation. The visual inspection for the returned nozzle units reveals an unknown age, both had broken feather springs. The cause to the reported error was due to the broken feather springs in the nozzle units that causes a leakage in the ventilator system. The reported ventilator unit was manufactured in the year 2016. It is unknown when pm has been performed, or if it¿s ever been performed at all. There are no returned device logs (service log) that can verify when pm been performed. The cause as to why the nozzle units broke cannot be established. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the air gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation, the ventilator will deliver a higher pressure than set, but the alarm for high-pressure will be generated if user set limit is exceeded. This nozzle unit was of older design, the manufacturing of it was replaced with a new design in 2017. That indicates that the preventive maintenance has not been done according to the manual service procedures. The nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed every 5000 hours of operation or at least once a year.